Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, weak battery, low battery, battery out limit and failed battery test alarms during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. Cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display returned. The device will not be returned for analysis.